Event description:
The surgeon inserted the cq2015a three piece collamer lens and could not get it to seat properly in the eye. The lens was removed and lost in the field. There was no patient injury. The patient had lasik prior to surgery and there was a lot of scarring in the eye. The reporter stated the incident was due to anatomical structure of the eye and not related to the lens.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).